Event description:
The surgical preparation was for the right knee. The femoral component package label designated a right femoral component. It was reported that the actual component in the package was a left. The sales rep. Was in attendance of the surgery and provided another component from a different lot number which was correctly implanted.

Event description:
Probable incorrect configuration for implanted knee femoral component. The surgery required all implant components to be right components. It is suspected that the implanted femoral component is a left. The problem was not detected during surgery or any of the post-op evals.

Manufacturer narrative:
On thursday, may 22, 1997 (4:20pm central) engineer spoke with the surgeon concerning the reported implantation of a size 5 left knee femoral component in the right knee of a pt. The surgeon made the following comments. The pt is an elderly gentleman who underwent bilateral knee surgery on the day of the reported incident. The surgeon agreed with the statements of my memo dated may 20, 1997. The pt's patella currently tracks well. The surgeon said he undersized the femoral component. The surgeon feels that no re-operation is necessary. The pt is "mildly symptomatic". The pt has a 1 yr follow-up visit in august. The surgeon said he will speak to the pt concerning the incident. He said he is not sure how the pt will react. Engineer asked the surgeon if he could get a copy of the post-op x-rays. Surgeon said yes.